Manufacturer narrative:
The actual device was not available; however, a photograph and a video of the sample were provided for evaluation. Visual inspection of the photos and video showed a leak from the access post-pump pod. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex set, it was discovered that the input pressure sensor was ruptured and leaking blood. There was no report of patient injury or medical intervention associated with this event. No additional information is available.